Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a post-operative pain management infusion, with variable rates ranging between 10 and 15 ml/hour, it was found that the epidural tubing was leaking at the male luer connection site to the pca 60ml syringe. The patient complained of extreme pain and required additional pain medication boluses without relief. There was no report of lasting patient harm.

Event description:
The customer reported that during a post-operative pain management infusion, with variable rates ranging between 10 and 15 ml/hour, it was found that the epidural tubing was leaking at the male luer connection site to the pca 60ml syringe. The patient complained of extreme pain and required additional pain medication boluses without relief. There was no report of lasting patient harm.

Manufacturer narrative:
Correction: lot number is unknown. The customer¿s report that the epidural tubing leaked from the male luer connection was confirmed. Functional testing was performed. The leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under magnificatione revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause of the customer¿s report was not identified.